Event description:
It was reported that during the implant procedure, "several attempts were made to place the lead because the sensing values were inappropriate." It was also reported the "screw didn't come out due to placing the lead several times." A different lead was selected and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix could not be extended due to drive shaft lug stuck behind the retraction stop. /over retracted. If information is provided in the future, a supplemental report will be issued.